Event description:
Echo showed depressed (l) ventricular function, a kinetic anterior wall & apex w/lg (l) ventricular aneurysm. Coronary cath demonstrated chronically occluded (l) anterior descending artery w/no reconstitution, small diagonal artery, previously stented circumflex artery w/no flow. Troponin elevated at 60, transferred to our facility on 6/30/09. On 7/3/09 pt had precardiopulmonary bypass tee and found to have 2 to 3+ mitral regurg. Low cardiac output requiring high-dose inotropic and vasopressor support after coming off cardiopulmonary bypass. Total aortic cross clamp time 193 minutes, total cardiopulmonary bypass 268 minutes. Intra-aortic balloon pump was initially placed in (l) femoral artery; however, the balloon did not function properly and had to be removed. Pressure was held on the (r) femoral artery but it later developed a hematoma requiring exposure and repair. The intra-aortic balloon pump was ultimately placed in (l) femoral artery. When the cable and art line were plugged into the balloon pump there was no art line tracing and the machine read the balloon as being a 5cc balloon and not a 40cc balloon, (which it was). We switched out the balloon pump which did not work so we switched out the balloon and cable which fixed the problem. Manufacturer response (as per reporter) for catheter, intra-aortic balloon, ultraflex MFR¿s rep discussed w/bio-engineering who had tested the pump with results indicating the pump was operating fine. The rep indicated they'd had problems w/these iab¿s.